Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the patient reported occasional diaphragm stimulation. Upon interrogation, high threshold measurements were observed on the right ventricular (rv) lead. It was suspected the rv lead was dislodged. On x-ray the physician indicated the rv lead resulted in a perforation. As a result, the rv lead was repositioned. However, it took approximately forty turns of the fixation tool to extend the helix. All lead measurements were appropriate. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that through remote monitoring low amplitude measurements were observed. Boston scientific technical services (ts) confirmed that although the amplitude measurements were low, they were stable. It was indicated the patient would continue to be monitored appropriately. No adverse patient effects were reported.